Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set had liquid inside the drip chamber and line. The liquid was noticed before any use, after the packaging was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between (B)(6) 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the device noted fluid residue inside the drip chamber and a section of the tubing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection identified liquid in the drip chamber and tubing. Refractometry testing revealed that the liquid was similar to saline solution. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.